Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent damage and withdrawal difficulty occurred and the stent was deployed in an unintended location. The 75% stenosed lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad) artery. Vascular access was obtained from the radial artery. The physician attempted to place a taxus express2 stent, but was unable to cross the lesion. Then, the physician attempted to place a 3.0x20mm taxus liberte stent, but was unable to cross the lesion. The physician was unable to retract the stent inside the guide catheter, due to stent deformation. Then, the physician attempted to remove the whole stent delivery system as one unit, was still unable to retract the stent into the guide catheter. The stent was deployed in the radial artery. The procedure was successfully complete with balloon dilatation and the deployment of two non-bsc stents. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.